Event description:
The customer reported that while the unit was in use on a pt (during a code), the unit failed to discharge through the paddles. Another ambulance unit arrived approx five minutes later. The pt was defibbed and transported to another facility where the pt expired.